Manufacturer narrative:
Result of investigation: the customer's information cannot be confirmed. No condensation could be reproduced even with the help of ice spray. Inspection of the optics revealed significant signs of wear on the surface of the shaft. Furthermore, pressure/impact marks are visible in the distal shaft area. No scratches or mechanical damage can be seen on the proximal and distal coverslip. The image of the optics is clear, distinct and has a uniformly pronounced depth of field. The mechanical damage observed on the shaft surface and the foreign particles visible in the rod lens system are not due to a production error. The mechanical damage and the foreign particles observed have no influence on imaging. It is possible that the mechanical damage was caused during clinical use/reprocessing. A possible cause of fogging of the optics may be a temperature difference between the optics and the patient's body temperature. As a rule, optics are preheated to body temperature to prevent fogging when inserted into the surgical field. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the scope blurring during use due to constant fogging. No harm to patient, user or third parties reported.